Event description:
Additional information received indicates that surgical intervention took place on 03sep2024 wherein the ipg was electively explanted. Nothing was done to the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient pain on the right side of their head, ear and neck with stimulation on. Patient was also feeling a crushing weight on their chest/back with stimulation on. Reportedly, the patient dies not experience any of the symptoms with therapy off. Additionally, patient is experiencing ineffective therapy on their left side. As such, surgical intervention may take place at a later date to address the issue. Note: a medwatch report mw5152788 was received in relation to this report from the user. Lead revision was reported under related manufacturer reference number: 3006705815-2024-00876.